Manufacturer narrative:
A1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the battery in the heartmate touch was inflated which caused an opening in the housing. There were of reports of fire, smoke, or leakage associated with the battery. The heartmate touch was not ever accidentally dropped. The heartmate touch was isolated and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an opening in the heartmate touch housing was confirmed. The submitted photograph showed that the screen was lifted from the tablet, creating an opening in the housing. It was reported that the lifted screen and subsequent opening in the housing was caused by an inflated battery; however, this could not be confirmed via the submitted photograph. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. A) appendix f "safety checklists" provides checklists to assist in performing routine maintenance of heartmate 3 lvad. This section instructs the user to replace any equipment components that appears damaged or worn. Heartmate 3 instructions for use (IFU) (rev. A) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the heartmate touch tablet. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery in the heartmate touch was inflated which caused an opening in the housing. There were no reports of fire, smoke, or leakage associated with the battery. The heartmate touch was not ever accidentally dropped. The heartmate touch was isolated and would not be returned for evaluation.